Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was returned with the complaint ¿broken cable¿ after all applications had been used. The instrument was visual inspected internal and external. The returned product did not exhibit the event described in the complaint. No product issue based on customer complaint was identified. Additional unrelated observation not reported by site: the instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.36 mm offset at the tips. The grips were not found to have cracking damage.